Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the submitted device revealed damage. Inspection of the returned device identified severe deformation/damage to the attachment feature at the reamer adapter end of the device. The investigation attributed the root cause of the event to device damage/wear from normal use and servicing and the need for corrective action was not indicated. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that an mbt rev primary conical reamer and an mbt rev tapered cement reamer began to spin in both modified hudson adapters. There was no surgical delay reported.